Event description:
During a clinic follow-up, a decrease in the pacing and defibrillation impedance and a loss of capture were observed on the device. Additionally, a decrease in the longevity was observed and premature battery depletion was alleged. As a result, the device was explanted and replaced to resolve the event. The patient was stable and will continue to be monitored.

Manufacturer narrative:
The reported events of capture and impedance anomalies were confirmed. However, the capture and impedance anomalies were due to the low battery voltage. The reported event of premature battery depletion could not be confirmed. Interrogation of the device revealed the device was at end of service (eos) when received. A longevity calculation was performed and found the battery depletion was normal based on the device usage. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal.